Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced low and high blood glucose with a blood glucose of 60 mg/dl and high 400s mg/dl. The customer treated the low with juice and food and treated the high with the insulin pump. The customer reported they had to be given juice to wake up and it cause them to fall down. The customer was wearing the insulin pump during the event. The customer alleged the insulin pump was over delivering. Troubleshooting was completed. It was found the customer had probe and the insulin pump may have been exposed to a strong magnetic field around (B)(6) 2020. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.